Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, resulting in an inappropriate shock. A technical service (ts) consultant was requested to review device data. Ts confirmed noise, and recommended patient to be seen in clinic for imaging and position maneuvers. The patient returned to clinic, and mechanical noise was reproducible in primary and alternate vectors. Myopotential noise was seen in the secondary when performing maneuver's, device programmed to secondary vector. An x-ray image revealed the electrode has moved and is in a c shape, and believes there is a pocket fracture. Secondary sensing electrode is near the pectoral muscle, which the physician believes is causing the myopotential noise. At this time the device and electrode remain implanted. The physician will monitor the patient closely. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.